Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Small bowel obstruction [small intestinal obstruction]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials unk. The pt's medical history was significant for ovarian cancer. In an unspecified date, the pt was treated surgically for ovarian cancer by tumor de bulking via an open midline incision, and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed under the midline incision prior to close (number of sheets not provided). The lot number for seprafilm was not provided. On an unspecified date, one year after surgery, the pt had small bowel obstruction in the vicinity of midline incision, for which the pt was hospitalized. On an unspecified date, the pt recovered from the event. Concomitant medications were not provided. The intensity for the event was not provided. The relationship of seprafilm with the event was not provided by the reporting physician.